Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2019, the ins was charged and then an attempt was made to put the ins into MRI mode, but was unsuccessful. An informational power on reset (por) appeared and the therapy stopped. The caller was walked through how to clear the por using the patient's programmer, which was successful. They then also assisted the caller with putting the ins into MRI mode. Issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient indicated that they were having an MRI on their shoulder and needed to turn off their device. They turned their ins on after their MRI and it was working fine. No further complications were reported/are anticipated.